Manufacturer narrative:
Internal file number: (B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record, corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an unknown nc trek balloon dilatation catheter (bdc) was inflated and then had issues deflating. There was no reported patient effects and no reported clinically signification delay in the procedure. The site declined to provide any further information. No additional information was provided.